Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain date of explant. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced infection at the ipg site. Surgical intervention was undertaken at unknown date, wherein the ipg was explanted to address the issue.